Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right hip on or about (B)(6), 2007. Patient was injured by excessive levels of chromium and cobalt. There is no mention of revision surgery.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his right hip on or about (B)(6), 2007. Patient was injured by excessive levels of chromium and cobalt. There is no mention of revision surgery. (B)(6), 2012 - the sales rep has reported the revision surgery. Revision performed due to patients request.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.